Manufacturer narrative:
Investigations confirmed valve damage. Per product manual customers are instructed to inspect the vac pac prior to each use. The customer has since been provided a replacement. The investigation is considered final.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their vac-pac was leaking, under the 1 year warranty replacement. No reported injury.